Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2019, the device was reprogrammed. On (B)(6) 2019, the patient's disease progressed, and the patient has signed on to hospice. The outcome of the event was unresolved with no further action planned. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the relatedness to the drug (fentanyl and bupivacaine) was possibly related and the drug action that caused the event was an increased dose. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 08-jun-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient that was receiving fentanyl and bupivacaine via an implanted pump. The indication for use was spinal pain. It was reported the patient had uncontrolled back pain with minimal relief with ptm activations on (B)(6) 2019. The patient's wife reports the patient sleeps frequently throughout the day, so they would prefer not to have the it rate increased. Fentanyl was administered on (B)(6) 2019 and the fentanyl patch was increased on (B)(6) 2019. On (B)(6) 2019, the catheter tip was repositioned from c2 to t2. On (B)(6) 2019, the patient noted no improvement in pain relief. It was indicated the event was related to the device or therapy. The issue was noted as ongoing and the patient's weight was (B)(6) lbs.